Manufacturer narrative:
The subject device was not returned to the designated complaint unit for independent evaluation, thus visual and functional evaluation could not be performed. The information provided indicated the patient had been positioned with the face mask in place for 4 hours. There was no indication that the elderly patient¿s head was repositioned periodically. Additionally the straps could have been applied too tightly which also could have contributed to the reported skin breakdown. Consequently, the positioning of the straps should be checked periodically to ensure the straps are not too tight; which could lead to pressure applied to the fragile skin, including the chin, neck and head. The advanced age of the patient ((B)(6)) is also a factor to be taken into consideration, since skin breakdown and skin tears occur more frequently in the elderly population and with neonates. A review of the device history records could not be performed as the lot or serial number identification information of the device was not provided. Due to no evaluation being performed no root cause could be determined for this event.

Manufacturer narrative:
No evaluation conducted to date due to the device not being availble to be returned for evaluation.

Event description:
It was reported that the patient suffered dermal damage to the back of their head which was confirmed after the shoulder scope procedure that utilized the t-max eschmann device. The damage was described as being similar to a bedsore. The patient was positioned in this device, which includes a facemask, for approximately four hours. The patient is healing without the need for any post-operative therapies as a result of this event.